Event description:
The patient stated that while using the livongo blood pressure monitor, the cuff continued to inflate leaving bruises on their arm. The patient also stated the monitor had to be unplugged for the cuff to stop inflating, the monitor did not respond to the power button. The patient confirmed no medical attention and/or treatment was provided due to the bruising.

Manufacturer narrative:
The patient was sent a replacement monitor. The monitor assiciated with this filing was requested back for investigation. The device was not returned. Should the device be returned at a later date, a supplimental report will be filed.